Manufacturer narrative:
Investigation: initiated manufacturer's investigation. No sample returned. Review DHR. Inspect stock product. Distribution history: the complaint product was manufactured at csi in march 2020 under work order (B)(4). Manufacturing record review: dhr20mpg002267 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: incoming inspection record review not applicable to this product. Service history record : service history not applicable for this product. Historical complaint review: a review of the 2-year complaint history did not show any complaints for this issue. Product receipt: the complaint product has not been returned to coopersurgical. Visual evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Corrective actions: coopersurgical decided to return manufacturing to the supplier (eis) in late 2020. Long stem gellhorns were qualified per val-20-0285 and short stem gellhorn pessaries were qualified per val-20-0289. As stated previously, a secondary operation removes the stem to make it a shaatz pessary. In addition, the prints for the gellhorn pessaries were updated to reduce the durometer hardness from 60 to 45. Was the complaint confirmed? No.

Event description:
Report stated: "the customer has issued a customer dissatisfaction complaint some time ago saying the pessaries are too stiff". 1216677-2020-00285-1 mxpsh2-3-4 shaatz pessary 2-3-4 e-(B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
(B)(4). Report forwarded by customer service trumbull- the customer has issued a customer dissatisfaction complaint some time ago saying the pessaries are too stiff. Additional complaint in ref. To (B)(4). Shaatz pessary 2-3 4 mxpsh2-3 4 (B)(4).